Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the right cylinder had a hole, so all components were removed and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were visually inspected, and leak tested. The visual test revealed that the first cylinder had two holes in the outer tube from sharp instrument and broken fabric thread due to fatigue in the proximal end of the cylinder. The visual test found that the second cylinder had a hole in the outer tube from sharp instrument in the proximal end of the cylinder. The first cylinder did not pass the leak test, however, the second one did. The reservoir was visually inspected, and leak tested. The visual test found that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the reported clinical observation of device mechanical issue was not confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the right cylinder had a hole, so all components were removed and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). And for reservoir is (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were visually inspected, and leak tested. The visual test revealed that the first cylinder had two holes in the outer tube from sharp instrument and broken fabric thread due to fatigue in the proximal end of the cylinder. The visual test found that the second cylinder had a hole in the outer tube from sharp instrument in the proximal end of the cylinder. The first cylinder did not pass the leak test, however, the second one did. The reservoir was visually inspected, and leak tested. The visual test found that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the reported clinical observation of device mechanical issue was not confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the right cylinder had a hole, so all components were removed and replaced. No patient complications reported.